Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the system was faulting and would not allow them to recover. Each time the fault was recovered, it immediately returned. The customer attempted to power cycle the system and the issue returned. The customer performed another power cycle and completed the emergency power off (epo) of the patient side cart (psc); however, the issue was still present. As the second psc was not on the same floor of the hospital, the surgeon opted to convert the procedure. During the call, the customer disabled universal surgical manipulator 4 (usm), and the system started and completed the self-test without error. The surgeon required all four usms for this procedure. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the event took place during a sacrocolpopexy procedure. The procedure was converted to laparoscopic surgery and there was no fragment fall or injury to the patient. Patient demographic information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system was faulting and would not allow them to recover, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced universal surgical manipulator (usm) 4 due to non-recoverable errors and communication issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue could not be reproduced. The unit was tested on an in-house system in normal mode and triggered no errors. The unit went through testing on the pftp and passed all tests with no triggered errors. The flat flex cable (ffc) and fiber assembly connections were checked, and no issues were found. There were no issues found with the pins and springs on the fru connector pogo-pin (fcp) printer circuit assembly (pca). The unit was also checked for fluid intrusion throughout. Minor issue was found on the axes controller spar button board 3 (acsb3) pca. Per system logs review, multiple errors such as 25730 & 25734 were triggered for communication issues pointed to the following nodes: axes controller arm (aca) nodes. The probable root cause of the customer reported event cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the usm found no damage, no missing pieces, no functional issue. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned usm revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.